Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a 'packaging issue' with her onetouch ultra2 system kit. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 3pm, the lancets in her system kit were allegedly missing. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise. Fifteen minutes after the alleged product issue occurred, the patient claimed to have developed symptoms of 'sweating and shaking' and shortly after decreased her oral medication (unknown type) to 15mg in response to the reported issue. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the cca was able to assist the patient in locating the lancets within the system kit. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.